Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms around 5am on 12feb2024 on the ipad, but did not recall this, nor did the system controller show it. The patient had ventricular tachycardia (vt) ablation on 05feb2024, so lfas from then were appropriate to the site. Log file review was requested, and the log file captured a few low flow events on 12feb2024 around 5 am. The low flow events appear to have occurred at times when there were pulsatility index (pi) events. It was additionally communicated that the cause of the alarms was due to vt and ventricular fibrillation, and that the patient had a history of vt prior to implant. It was noted that a history of ventricular fibrillation prior to implant could not be found.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow events. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the low flows were due to the patient's arrhythmias. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established. The submitted log file contained events from (B)(6) 2024. Low flow events were captured between (B)(6) 2024. No other notable events or alarms were observed. The pump appeared to function as intended at the fixed speed for the duration of the file. . The patient remains ongoing on hm ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., and hmii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in low flow, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit - 2.5 liters per minute (lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6, under ¿pump performance monitoring¿, also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was stable as an outpatient.